Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement accuracy test and displacement test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 28 mg/dl. Customer¿s current blood glucose was 128 mg/dl. Customer' blood glucose level was 140 mg/dl the time of call. Customer was treated with food. Customer¿s blood glucose was customer stated that insulin pump had motor error alarm. Drive support cap was normal. Customer did not allege insulin pump for over delivering. Insulin pump failed displacement test. The insulin pump will be returned for analysis.